Event description:
It was reported that an unspecified number of syringe solomed 3ml ll 22x1-1/4 w/sh sla experienced foreign matter in the device cannula/needle/syringe or any fluid path component which was noted prior to use. The following information was provided by the initial reporter: I keep finding needles with dirt. There are pictures with their respective batch.

Manufacturer narrative:
H.6. Investigation: batch history analysis was performed, quality notifications and maintenance where failure related records were not found. Bd confirms the visible silicone claim according to the photos and samples sent by the customer. The excess of drained resin occurred due to an error in the assembly machine adjustment. The incident reported from this complaint will be monitored for trend assessment. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe solomed 3ml ll 22x1-1/4 w/sh sla experienced foreign matter in the device cannula/needle/syringe or any fluid path component which was noted prior to use. The following information was provided by the initial reporter: I keep finding needles with dirt. There are pictures with their respective batch.